Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted an opening of the port tubing and a breakage of the band tubing, and both were located near the stainless steel connector. The opening of the port tubing and breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This opening and breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Reported as "access port broken".